Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. The explanted device will not be return as it was kept at the facility.